Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices:cer bioloxd option hd, pn 650-1057, ln unknown, unknown shell, pn unknown ln unknown, unknown taper, pn unknown ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately one month post-implantation due to periprosthetic fracture. Stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.